Event description:
It was reported that the patient presented to the hospital with syncopal episodes and facial flushing with associated lightheadedness. The right ventricular lead had reportedly failed to pace in bipolar mode. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and the distal conductor was fractured. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut and there was tissue on the helix.